Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse ran service tests and discovered that sample 1 (s1) mixer precision was high. The fse replaced the s1 mixer and performed a total service call. The fse ran quality control samples, which were in range. The cause of discordant, false low mg results is related to a malfunction of the s1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not released to the physician(s). Both samples were repeated on same instrument and resulted higher than the initial low results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.